Event description:
It was reported by the rep the device was used during a c-section. It was reported the surgeon was complaining that the staples would fall out before dressings are applied. The surgeon has to re-gown three times to re-staple. There was no consequence to the pt.